Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different model with the same diopter indicating the correct lens was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced double vision and distorted vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was the patient unsatisfied with vision. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Company model lens was replaced with a monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patients vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).